Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro power supply did not emit energy. Staff first switched the extension cable without success. A replacement hemopro power supply was used to complete the procedure. The hospital did not report any pt complications. Product warranty expired 02/15/2008.

Manufacturer narrative:
After the procedure, the hospital decided to retain the product and not return for failure analysis. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).